Manufacturer narrative:
No sample or lot number was provided by the customer, therefore, the device history record could not be reviewed. Historical trending was done. The product passed the requirements of the primary skin irritation test per the technical service report. The exact cause of the skin irritation could not be determined. The esteem neu-thera glove has passed a series of tests prescribed by regulatory agencies for the intended use. However, the possibility of an individual experiencing a reaction to certain chemicals used during the manufacturing process cannot be ruled out. We will continue to monitor complaints for any trends.

Event description:
Physician wearing gloves during operative procedure complained of itchiness to hands and then experienced cough and feeling of tightness in throat. Physician went to the ER, was treated, and admitted overnight for observation. He has returned to practice.